Event description:
The needleless t-connector is too large for most patients and it sticks out too far. This may cause infiltration and an unusable IV. Nurses are using a different t-connector than the one that comes in the kit.